Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device warns the user to eliminate tension on the tissue when sealing and cutting to ensure proper function. Please see attached memorandum for add'l info.

Event description:
The customer reported oozing from some vessels during a laparoscopic hysterectomy even though an end tone, signifying a completed seal cycle, was heard. The surgeon moved toward the cardinal ligament in roughly four seals going from the right side to the left. It was noted that tension was applied to the tissue during this time. The surgeon, after operating on the left side, came back to see the right side oozing from the uterine side. The doctor stated "that it was bad tissue, like wood, wouldn't compress." It was also noted that the tissue and uterus of the pt was inflamed. The original device was used to finish the procedure.